Event description:
Customer reportedly received results of 476 mg/dl, 125 mg/dl, and 127 mg/dl within 10 minutes on the advantage system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.